Event description:
Reporter alleged blood glucose measured 452 mg/dl back to back with a result of 211 mg/dl, when both tests were performed one minute apart on the advantage system. The location of the testing was not provided. As a result of the comparison, the customer stated self treating with a diabetes shake, however, did not have any high or low glucose symptoms at the time. No other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 549237 with an expiration date of 11/30/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.